Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon noticed a tear in the anterior capsule during phacoemulsification portion of a laser assisted cataract procedure. During irrigation and aspiration, the tear expanded to the posterior capsule causing a rupture. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, the doctor is unsure it the laser has anything to do with the rupture.

Manufacturer narrative:
Additional information provided. There is no evidence indicating that the integrity of the posterior capsule was compromised by the performance of the system. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).